Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as the instrument successfully passed recognition and engagement testing, showing that the instrument had 1 use remaining while installed on an is3000 in-house system. The pogo pins did not stick and were not contaminated. The instrument passed (B)(4) testing. Additional functional testing revealed that the instrument moved intuitively and the grips opened and closed properly. Engineering evaluation also found that the pitch cable at the distal idler is frayed. There was no damage observed to the pulley and clevis. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis could likely cause or contribute to an adverse event if the malfunctions were to recur.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the prograsp forceps instrument was not recognized by the system. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.